Manufacturer narrative:
Based on the claim against the product by the customer noting, image was upside down. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the issue by completing a system hard re-boot. The intuitive surgical, inc. (Isi) field service engineer (fse), contacted the initial reporter to verify if the system was working correctly. No site visit was conducted. Following resolution: the system was working properly. And no additional action was required. Site will not be returning the endoscope for isi evaluation. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged, that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the image for the 30-degree endoscope was upside down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted general unilateral inguinal hernia surgical procedure. The customer reported, the image was upside down. The customer tried two different scopes, and hard booted system before calling intuitive surgical, inc. (Isi) technical service engineer (tse). The upside-down image resolved on system hard boot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the upside-down image occurred, when the 30-degree endoscope was plugged into the system. The system arm control moved in the opposite direction. The endoscope and the adapter/base was still engaged/in-synch/attached. There was no damage observed. The surgeon did manually associate the right and left masters with the respective arms for intuitive motion. And the issue was resolved by resetting the tower, and it came to normal. The customer thought, the issue was software related. They used another scope to continue with the procedure. There was no patient injury or harm.